Event description:
The reporter stated that the pt was wet, cold and unresponsive. The reporter then checked the pt's blood glucose with the suspect device and the result was 97mg/dl. The reporter attempted to give the pt sugar and then called 911. The reporter then performed a retest with the suspect device and obtained a result of 55mg/dl. Emt's arrived and use their equipment and their meter read 43mg/dl. The pt was given an IV and transported to the hosp. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.